Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a recurring power error that was not resolved through previous troubleshooting. Blood glucose level at the time of the incident was 134 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis

Manufacturer narrative:
The insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was received with normal operating currents. No unexpected power loss alarm noted. However, replace battery alarm and power error 25 alarm confirmed in the long trace. Detail trace analysis confirmed the pump alarmed replace battery and then alarmed pump error 25 was triggered when backup battery loaded voltage was less than 3.5v for 4 consecutive hours due to connector resistance. After disconnecting and reconnecting the internal battery connector at electrical board. The insulin pump was monitored and functioned properly. The insulin pump was received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, cracked retainer and minor scratched lcd window.